Event description:
At 9:30 am, pt was in shower chair in shower room, secured with velcro restraint. Pt leaned forward and fell from chair onto tile floor in bathroom. Pt sustained small laceration on forehead, bruised to right side and right leg. Pt was put to bed. Laceration cleaned with h2o2, steri strips applied. Vital signs taken, pt alert talking asking for milk and cookies. Pt had no adverse reaction during the day. At 7:30 pm, pt expired. Physician feels there is no cause-effect relationship between this event.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.